Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. Since the sample was not available for evaluation, the complaint cannot be confirmed. The exact root cause cannot be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: purchase tech. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that they had a left heart catheterization (lhc) with right groin approach. The angio-seal arteriotomy locator would not properly go together with the sheath, it was described as it would not lock together. A second angio-seal was used and became stuck while advancing device through sheath. There was no patient harm. Closure was achieved by manual hold. The estimated blood loss was less than 250cc. Additional information was received on 30jul2025: the procedure sheath size used was a 7f. A pre-deployment angiogram was performed. The user did not have difficulty inserting the locator into the hub. The user did not succeed in mating the locator and hub, it did not insert and lock. There was no audible click on mating. There was tactile feedback after mating.